Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 failed and required maintenance. A field service engineer found drawer pocket failures and performed the following actions cleaned contacts on the drawer controller board, secured all connections, inspected retractor bands, and tightened the hard stop. All pockets were tested, and pocket b2 was found to be stuck due to a jammed screw beneath it. The screw was removed, and proactive checks were conducted across the drawer. All connections were resecured, and the drawer was verified to be fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.